Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator, product ID: 3389s-40, lot# v010563, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# v003144, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient fell last week and the patient ¿broke neck¿. The patient was scheduled to have surgery three days after the reported event date ((B)(6) 2013). It was later reported that the patient felt an overstimulation sensation. It was reported that the patient was in the hospital. It was noted that the manufacturer representation turned the device off and back on. It was reported that the patient felt like there was too much stimulation on the left stimulator that controls the right side. It was noted that the patient eye was twitching and the patient eye was shut when the stimulation was on. The patient feels like it was too much when the device was on. It was noted that stimulation was trying to be turned down. It was noted that the stimulator was turned off before surgery which was the day before reported date. It was noted that the device was turned back on after the patient¿s electrocardiogram. The patient¿s spinal decompression surgery was unrelated. It was noted that the patient did not have the ability to adjust the level of stimulation with the programmer and the patient¿s device was off until checked. It was reported five days later that the event involved high impedance issue with greater than 2000 ohms and less than 7 low current (ua). Open circuit on electrodes o - c and 1- c. It was noted that no action was required. It was reported that the open circuit issue did not affect the patient¿s therapeutic settings. The patient was doing well with the therapy but the patient feels temporary facial pulling when device was turned. The facial pulling subsides after a few seconds. It was noted that the facial pulling was unrelated to the open circuit. It was reported that the patient was alive with no injury as of (B)(6) 2013. It was also noted that there was no patient symptoms or complications associated with the open circuit event.